Event description:
The customer reported that the machine was leaking about a cup of cidex opa every hr from the bottom of the unit. There were no physical complaints reported. The asp field svc engineer (fse) went to the facility to access the machine.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse tightened main tube on pump. The sys was found to MFR specs.